Event description:
It was reported that the ok button was sticking. Over the last few weeks, the reported issue became more frequent and noticeable. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.